Event description:
A (B)(6) old male patient's son called zoll customer support to report check therapy pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon evaluation, the cable running from the distribution node to the front therapy electrode was damaged. The cause for the 'gel previously released' flag is damage to the wires in the cable running from the distribution node to the front therapy electrodes. The root cause for the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.